Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2001 and a sling was implanted. The patient experienced pain, mesh erosion, infection, bleeding, vaginal scarring/shrinkage and exposure/extrusion/protrusion. The patient has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Mesh exposure/extrusion/protrusion. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat stress urinary incontinence. It was reported that the patient had a concurrent procedure of a hysterectomy, cystoscopy , and posterior/anterior colporrhaphy performed during mesh implantation. It was reported that following insertion the patient experienced pain, urine retention, infections, abnormal bleeding, bleeding, bowel problems, urinary problems, and bladder issues. It was reported that patient underwent mesh removal on (B)(6) 2001. It was reported that the patient suffered from cellulitis of left leg in (B)(6) 2004, had a complex urodynamics operation performed on (B)(6) 2006 and had a colonoscopy on (B)(6) 2011. The patient was reported to be deceased on (B)(6) 2012. (B)(4).